Manufacturer narrative:
The device had no unexpected no delivery alarm noted during testing. The device passed rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump had alarmed for no delivery even after changing complete set. Customer¿s blood glucose at time of incident was 22.8mmol/l which was high and current blood glucose was 13.3mmol/l. Customer advised to replace the pump and will be return for analysis.